Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 300 mg/dl range and an insulin injection was used to lower the bg to the target level. During troubleshooting with tandem technical support, a crack in the back of the cartridge was observed. Reportedly, the customer had been using the cartridge for 5 days.